Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. Since the device lot number was unk, a review of the finished device lot history record prior to three months shipping data to this account has been completed. There was no nonconformance which could have attributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector is sticking inside the cannular port as the bisector is being pushed through. A replacement seal was used to complete the procedure. The hospital did not report any pt complication.